Event description:
Investigation completed and summary.

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd administration sets - flow stop . The sample was tested for leaking using hydrostat. This was confirmed and observed fleeing from the air vent of the filter. Root cause in order to perform a complete root cause analysis of this failure mode, CAPA-000542 was open on (B)(6) 2019, on which root cause states filter leakage is caused silicon oil transferred from the syringes and/or vials into medication reservoir during the filling process by the customer. Action taken by the date that is investigation report is documented, this CAPA-000542 was closed on (B)(6) 2020 and the corrective action included on this investigation was removed from the scope and included in project 100034, that it will address this reported to include additional IFU verbiage to inform customer of the products that should not be used when transferring fluid to the medication cassettes. The project information reference can be found in co-10095341.

Event description:
Information was received that device had error 1871. No adverse effects reported.

Manufacturer narrative:
Evaluation results: one cadd legacy pump was returned for investigation in used condition. A functional check was performed. The customer reported product problem (display of error code 1871) was confirmed during a functional check. The product problem was attributed to a broken wire. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The broken wire was soldered.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ambulatory infusion pumps/cadd administration sets - flow stop. The sample was tested for leaking using hydrostat. This was confirmed and observed fleeing from the air vent of the filter. Root cause in order to perform a complete root cause analysis of this failure mode, CAPA-000542 was open on 30-apr-2019, on which root cause states filter leakage is caused silicon oil transferred from the syringes and/or vials into medication reservoir during the filling process by the customer. Action taken by the date that is investigation report is documented, this CAPA-000542 was closed on 23-jul-2020 and the corrective action included on this investigation was removed from the scope and included in project (B)(4), that it will address this reported to include additional IFU verbiage to inform customer of the products that should not be used when transferring fluid to the medication cassettes. The project information reference can be found in (B)(4).

Event description:
Investigation completed and summary in h 10.